Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the ins eroded through the patient's back and skin and was about to fall out of the patient¿s body. It was noted that the patient was initially seen by their primary care physician on (B)(6) 2018 for ¿erosion issue,¿ but wasn't referred to the device physician until (B)(6)2018; it is unknown when the signs of erosion actually started. It was noted that the total system was explanted to resolve the issue. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.